Event description:
The device was applied during an unspecified proceudre. Reportedly, the anchor blocks broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.